Manufacturer narrative:
Patient was given keflex / percocet medication for post care treatment and received medical attention from a burn center. Treatment parameters and technique were not followed per clinical guidelines. The user did not apply the appropriate settings with regard to the patient's thin skin (stretch marks/striae) in the affected area. The device was evaluated and found to be operating as intended, no problem found. Blisters are expected side effects from laser treatments, however due to the severity of the injury and intervention at a burn center, this is a reportable event.

Event description:
Patient's burn developed into serious blisters across the abdomen and flanks region from a laser procedure.